Event description:
Customer reported via phone call indicating air bubbles in reservoir, as a result, customer received no delivery alarm. Customer's blood glucose was 179 mg/dl. Customer inquired if insulin could be taken back out of malfunctioning reservoir and put back into vial. After troubleshooting, customer was able to clear air bubbles with plunger push. Customer was advised that there was no recommendation on putting insulin back into vial and was also advised against reusing unsterile supplies.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.